Manufacturer narrative:
IFU/surgical technique review: review of the IFU and surgical technique of the initial implantation cannot occur as no information is available regarding the surgery. Per (B)(4), trilliant surgical's sales representative, the surgery occurred approximately two years ago and fusion occurred. Review of the IFU and surgical technique of the event in dr. (B)(6) office was performed. Per IFU 900-01-008 rev. N, it is unknown whether the tri-spade stem was fully exposed during prior to removal, but correct drivers were utilized and flared out. Dimensional inspection: dimensional inspection was performed on both returned drivers (214-00-009, tsl005858). The inspection was specific to the wall thickness of the driver which is not a critical inspection in drawing 214-00-009 rev. F but pertains to this investigation. The other critical inspection criteria were not performed as they are not applicable to this investigation. Additionally, the driver tips would be out of specification due to the parts damaged (flared out). The specification for the wall thickness is (0.0275 - 0.0315"). The retuned drivers were inspected for wall thickness of each fin and the results are shown in table 1. Table 1. Wall thickness measurement results fin #1, driver 1: 0.0315", driver 2: 0.0315"; fin #2, 0.0310", 0.0305"; fin #3, 0.0295", 0.0305". Both drivers are measuring on the high end of the tolerance; therefore, the driver flare out was likely not caused by thin wall thickness of the returned parts. Review of similar complaints: four additional complaints were identified for this failure mode. One other complaint also mentioned "dense bone quality", similar to this complaint. Conclusion: conclusion regarding the implant inflammation/exposure and drivers' failure cannot be definitively determined. A contributing factor to the drivers' failure (flare out) is most likely due to patient's dense bone quality. No other conclusions regarding the implant can be drawn at this time of the investigation. The implant remains in the patient and a removal surgery has been reschedule at a later date, unknown at this time.

Event description:
Dr. (B)(6) at (B)(6) hospital on (B)(6) 2016 successfully performed a bilateral pipj arthrodesis procedure with the 3.4 x 14 mm hammertoe implant (204-30-014.) According to sales representative, the patient of the aforementioned procedure visited dr. (B)(6), a partner of dr. (B)(6), office on (B)(6) 2018 reporting of inflammation and exposure of the hammertoe implant in the 2nd metatarsal of the right foot. Preemptively, sales representative had two 3.4 mm spade drivers (214-00-009) sent from corporate on 07/27/2018 to arrive on (B)(6) 2018 for removal in the operating room (or). However, upon viewing the patient in office, dr. (B)(6) believed he could remove the implant during the scheduled visit and utilized the drivers that were sent previously for removal. As dr. (B)(6) attempted to back the exposed implant out from the second metatarsal, the 3.4 mm spade driver (214-00-009) flared. To continue with the removal, dr. (B)(6) used the second 214-00-009, which also flared. Dr. (B)(6) used "needle nose" pliers to correct the flares to complete the removal, but deemed this unsuccessful and decided that the patient will have to go to the operating room (or) to complete the removal of the 204-30-014 implant as it was noted that the patient's bone was too "dense" to operate in office. The two 3.4 mm spade drivers (214-00-009) will be returned to corporate for review. The 3.4 mm x 14 mm implant (204-30-014) will possibly be returned post removal. Medwatch report, 3007420745-2018-00012, documents the adverse event associated with the misplacement and inflammation of the 3.4 x 14 mm hammertoe implant requiring surgical intervention. This report, 3007420745-2018-00013 shall document the flaring of two spade drivers during attempted removal in office requiring the patient to go to the or to complete the removal.

Event description:
Doctor 1 at hospital x on (B)(6) 2016 successfully performed a bilateral pipj arthrodesis procedure with the 3.4 x 3.0 x 14mm hammertoe implant (204-30-014). According to a trilliant surgical sales representative, the patient of the aforementioned procedure visited doctor 2's, a partner of doctor 1's, office on (B)(6) 2018 reporting of inflammation and exposure of the hammertoe implant in the 2nd metatarsal of the right foot. Preemptively, the sales representative had two (2) 3.4mm spade drivers (214-00-009) sent from corporate on 07/27/2018 2018 to arrive on07/30/2018 2018 for use in removal in the operating room. However, upon viewing the patient in office, doctor 2 believed he could remove the implant during the scheduled visit and utilized the drivers that were sent previously for removal. As doctor 2 attempted to back the exposed implant out from the second metatarsal, the 3.4mm spade driver (214-00-009) flared. To continue with the removal, doctor 2 used the second 214-00-009, which also flared. Doctor 2 used "needle nose" pliers to correct the flares to complete the removal, but deemed this unsuccessful and decided that the patient will have to go to the or to complete the removal of the 204-30-014 as it was noted that the patient's bone was too "dense" to operate in-office. The two (2) 3.4mm spade drivers (214-00-009) were returned to corporate for review. The 3.4 x 3.0 x 14mm hammertoe implant (204-30-014) was not returned post-removal. MDR report 3007420745-2018-00012 documents the adverse event associated with the misplacement and inflammation of the 3.4 x 3.0 x 14mm hammertoe implant requiring surgical intervention. MDR report 3007420745-2018-00013 documents the flaring of the two (2) spade drivers during attempted removal in-office requiring the patient to go to the or to complete the removal.

Manufacturer narrative:
Notes to form 3500a and justification for information not provided (in initial or follow-up submission) as required per 21cfr803.52 is below. Trilliant surgical attempted to obtain the omitted information (items 1-10 below) as part of internal complaint handling activities. 1. Catalog # and serial # (d4) not utilized by trilliant surgical. 2. Expiration date (d4) not applicable (n/a) to non-sterile trilliant surgical products. 3. PMA/510(k) (g5) n/a this report as the suspect medical device is a class I device (product code hxx). 4. Section h7 n/a to this report as the doctor has not reported of any remedial action. B5 - description of event/problem for initial submission - corrected to not identify any physician or institution by name. D2 - common device name (product code is correct in initial submission). D3 - email address removed and fax number added. E1 - initial reporter (and associated telephone number) corrected to physician who reported the event to the distributor (sales representative). Sales representative's email address removed. G3 - report source corrected to health professional and distributor and selection for company representative removed. H10 - corrected data - IFU/surgical technique review restated to exclude specific names. Additional information provided in follow-up submission: g1 - contact name, telephone, and email was updated as different personnel is submitting this submission than submitted the initial submission. Visual inspection: visual inspection of drivers confirmed the tines to be bent as described by the reporter. The driver tines flaring is most likely caused by the removal. -device history record (DHR) review: the DHR for the returned drivers (214-00-009, lot tsl005858) was reviewed for any deficiencies or information possibly related to the complaint. No nonconformances, deviations, or reworks were associated with this lot. All information is present and accurate. 60 parts were manufactured and 13 parts total were scrapped in-process during set-up and machining. No information was identified related to the complaint. Instructions for use (IFU)/surgical technique review: review of the IFU and surgical technique of the initial implantation cannot occur as no information is available regarding the surgery. Per the associated trilliant surgical sales representative, the surgery occurred approximately two (2) years ago and fusion occurred. Review of the IFU and surgical technique of the event in dr. 2's office were performed. Per IFU 900-01-008 rev. N, it is unknown whether the tri-spade stem was fully exposed prior to removal, but correct sized drivers (i.e. Mating parts) were utilized and flared out.